Event description:
During a procedure instability was experienced with the catheter causing a clinically significant delay. The procedure was able to be completed with no patient consequences.

Manufacturer narrative:
The reported complaint was not confirmed. Based on the information provided to abbott and the evaluation performed, the tactisys quartz passed all testing. Normal contact force data was observed. Functional and communication testing was performed and no anomalies were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause for the reported delay remains unknown.

Event description:
During a procedure instability was experienced with the catheter causing a clinically significant delay. Virtual movement was experienced with the catheter that was not validated through xray. The procedure was able to be completed with no patient consequences.